Event description:
Reporter stated the customer's mother found him unconscious and unresponsive with no apparent feeling in the right side of his body. She tested his blood glucose with an aviva combo system and received a result of 5.5 mmol/l. She test his blood glucose again from his ear and received a result of 6.0 mmol/l. An emergency doctor was called, and his blood glucose was 1.6 mmol/l on the professional meter. The customer was admitted to the hospital for 1 day for treatment and observation. Multiple attempts were made to gather additional information, but this was not successful. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.